Event description:
Consumer complaint of hi blood result. Expected fasting blood glucose test result range is 200 to 300mg/dl . Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 551 mg/dl and 532 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 299mg/dl, (B)(6) 2015, 04:58am; 2: 322mg/dl, (B)(6) 2015, 07:09am; 3: 173mg/dl, (B)(6) 2015, 05:45pm; 4: 110mg/dl, (B)(6) 2015, 01:00pm; 5: 92mg/dl, (B)(6) 2015, 10:47pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue or user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood result. Expected fasting blood glucose test result range is 200 to 300 mg/dl. Testing performed two to three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 551 mg/dl and 532 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).